Event description:
The universal handswitch was sent for evaluation because it was noted during cleaning that a piece had chipped off. No adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted if the device is received and the quality investigation is completed.